Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with a hysterectomy. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported the patient underwent mesh implantation to treat urinary incontinence. The patient underwent mesh excision on (B)(6) 2009 due to mesh migration into bladder and on (B)(6) 2009 due to erosion.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infections.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infections.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.